Manufacturer narrative:
.

Event description:
It was reported that, that patient presented via merlin due to lead oversensing that led to inappropriate therapy. The lead was capped and replaced. The patients condition is good after the event.